Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information originally indicated the patient fell on the location of the pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that the patient had a fall then checked their ins and saw an out-of-regulation message on their patient programmer. They never saw the message after seeing it initially. Impedances were checked and everything looked ok. This was considered a sudden change in therapy. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the oor message was not determined. No actions or interventions were taken to resolve the oor message issue. There were no further complications reported or anticipated.